Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the device involved in this MDR report was implanted in 2004, and regularly followed until (B)(6) 2011. When the pt performed a ECG during a medical examination, absence of pacing was observed. An emergency f/u was performed but the device could not be interrogated and no magnet response and no pacing were observed. The device was replaced and returned for analysis. The physician was aware that this device was listed in group no. 1 of the field safety notice issued in (B)(6) 2005, related to metal migration on symphony / rhapsody. This field action was recorded under recall # z-0266-06 and recall # z-0267-06 in the united states.